Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted and not damages or abnormalities were identified. The sample was primed and connected to a sample bd infusion set. A simulated infusion was conducted and not issues were identified with the tubing. The customer complaint of tubing defective / damaged was not verified. Based on the information provided by the customer and analysis of the sample, the root cause of the issue is unknown. The probable cause for the bubble in the tubing is that the tubing was misloaded during use. Incorrect loading of the infusion set can cause the tubing to balloon at the soft silicone tubing of the pumping segment. A device history record review for model 2420-0007 lot number 25105686 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a bulge / balloon in silicone segment / pump segment. The following information was provided by the initial reporter: IV channel failed reading channel failure. When opened the channel, the IV tubing was defective and in a balloon shape. Tested the channel and new tubing and no alarms occurred. The IV fluids were heparin. Product: 2420-0007. Lot: 25105686.